Event description:
Info rec'd indicates the beds head function is not working.

Manufacturer narrative:
The tech found fluid ingress onto the left siderail ucm board. The tech replaced the ucm board to repair the bed.